Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller said the patient's device hasn't been working or charged in the past year, and the patient needs a hip and pelvis MRI. Additional information was received from the patient. The patient reported that the device wasn¿t working properly and she kept getting shocked. The cause of the issue wasn¿t determined. The patient reported that she called her healthcare provider (hcp) and the manufacturer and got no where so she stopped charging it because something was not right with it, she kept getting shocked. The issue was not resolved.